Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue. The reporter alleged the subject meter (onetouch verioiq) had three scratches on the back of the meter, something stuck to the meter and fingerprints on the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.